Event description:
It was reported that this right atrial lead was explanted due to a bacterial infection. This patient was confirmed to not be pacemaker dependent. This atrial lead was removed via the method of laser. No further adverse patient effects were reported. This procedure was performed by dr. (B)(6) at (B)(6) hospital in (B)(6) japan. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).